Event description:
It was reported that the touchscreen was timing off sooner than expected. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.